Event description:
It was reported that the device had reached elective replacement indicator (eri) after being implanted for two years. The customer considered this to be a short time of implant and wanted to know whether the device had reached replacement time early or was it normal battery longevity due to settings on the device. It was noted there was high right atrial (ra) output on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of rrt (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.